Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the they experienced hypoglycemia with blood glucose value of 45 mg/dl and 53 mg/dl also sensor had inaccurate readings that triggered threshold suspend alarm. Customer also thinks that the insulin pump was not giving her any insulin in the evening. The customer blood glucose was 101 mg/dl and the sensor glucose was unknown at the time of the 142 mg/dl. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 73 mg/dl. Threshold or low suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump and sensor will not be returned for analysis.